Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The ratcheting handle was visually inspected for damages, and the distal end of the insulation is cracked. The unit failed insulscan test. The probable root causes could be handling during cleaning/reprocessing, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.